Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight (reportedly between (B)(6)). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported thrombosis cannot be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported treatment of medication was a result of case-specific circumstance as blood thinner medications were provided due to the reported patient effect. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed as a blood clot was seen in the left atrial appendage. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. One mitraclip was implanted without issue reducing the mr to grade 2. At the end of the case, imaging was performed and a blood clot was noted at the left atrial appendage. Additional blood thinner medications were provided. Per physicians discussion, the clip delivery system (cds) might have interacted with the left appendage, however, this could not be confirmed. There was no abnormal device steering and no indication of a device issue. Per physician, the event was possibly related to the device, although a cause could not be confirmed. There was no noted device malfunction. The patient is in stable condition. There was no additional information provided regarding this issue.